Event description:
It was reported to the fsa in a casual conversation with the physician that the pt had a low anterior resection and was reconstructed using 29eea stapler with gore seamguard bioabsorbable staple line reinforcement material for circular staplers. It was reported the pt complained of worsening function (urinary difficulty & constipation). The physician reported the pt had persistent symptoms (pelvic pain, heavy sensation in lower extremities). It was further reported work-up revealed a pelvic abscess. The physician further reported that the pt required transanal drainage of the pelvic abcess in 2007. Additionally the pt had endoscopic-guided placement of a rectal stent across the anastomosis on two months later. The stent was removed a few mos later according to the physician. The physician further reported the pt's surgery was due to rectal cancer and is doing ok.

Manufacturer narrative:
Additional info requested. No response to date.